Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the pacemaker exhibited undersensing and inadequate capture. No interventions were taken. The patient was in stable condition.